Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed bicarbonate buffer test dop 114-830. Sensor passed per specifications with accurate readings.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels and receiving inaccurate sensor readings. Blood glucose level at the time of the incident was 568 mg/dl, which had not yet been treated. Customer stated that her sensor glucose level was showing as 65 mg/dl. The customer was advised as to the proper sensor insertion techniques. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.